Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringes without needles had foreign matter, damage, and volumetric inaccuracy. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd luer-lok¿ tip syringes without needles had foreign matter, damage, and volumetric inaccuracy. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: six loose 3ml assembled syringes were received and reported to be from batch #7313711 (p/n (B)(4). The samples were in separate sample bags. Each bag was identified with the complaint#, batch # and one word description of defect. The samples were visually evaluated. 7313711 ¿ ¿particulate¿ - two syringes. Both syringes have multiple unidentified light brown particulates in the fluid path. One syringe has fm on the stopper surface. The other syringe also has fm on the stopper surface and the plunger ribs. Contact smears were also observed. The contact smears are slight and do not interfere with the printed scale therefore they are acceptable per product specification. The fm observed is level 2 and level 3 particulates which are rejectable per product specification. Samples were submitted for ftir to obtain a better identification of the fm found. Fourier transform infrared spectroscopy- ftir analysis was completed on the material observed on the surface of the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely calcium carbonate mixed with silicone. 7313711¿ ¿print¿ ¿ two syringes. Two syringes were found to have missing print between the ½ ml and 2ml markings. The observed missing print is rejectable per product specification. 7313711¿ ¿damage¿ ¿ two syringes. Two syringes were found to have damage to the plunger ribs. The damage is located at the top and bottom third of the plunger ribs. The observed damage is rejectable per product specification. Conclusion(s): potential root cause for the particulate defect is associated with the materials handling and assembly process. Potential root cause for the print defect is associated with the marking process. Potential root cause for the damage defect is associated with the assembly process. Conclusion(s): ¿particulate¿ ¿ the defects may occasionally occur at low occurrence levels and are typically well within the acceptable quality limits. No corrective actions are necessary at this time. ¿damage¿ ¿ these defects typically occur at extremely low frequency during the high speed manufacturing process and are usually isolated incidents. Controls are in place to isolate and contain defects to ensure the quality of the final product. However, a few pieces with defects may escape detection. No corrective actions are necessary at this time. ¿print¿ ¿ missing print defects are rare but may occur at low frequency during the high speed manufacturing process. Controls are in place that include periodic print quality checks and print pad changes to ensure consistent print quality. No corrective actions are necessary at this time. Device history record review: printing and assembly records were reviewed as part of this device history record review. Print defects were found during the manufacture of this batch. Adjustments were made, including removing jammed part in dial, and product was requalified per applicable aql before production resumed. Batch 7313711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.